Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error code "b30" occurred and no image was present on the monitors. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report was submitted in error. The investigation determined, prior to submission of this initial report, that the device referenced in this report (i.e., device model cv-190) did not malfunction and that the reported event was caused by a malfunction of the device, model clv-190, used in combination. Manufacturer report number 8010047-2021-11032 was submitted for the concomitant device, model clv-190.